Event description:
The customer stated that an architect bhcg result of 1115.45 miu/ml was generated for an ivf patient. The clinician informed the patient that she was pregnant based on the positive result. The clinician thought the result was a little too high, so a retest was requested. The sample retested at <1.2 miu/ml twice. The initial result was considered to be falsely positive. No adverse impact to patient management was reported.

Manufacturer narrative:
The specific patient sample in question was not available for return therefore additional testing could not be performed. However, sufficient internal data existed to support the performance of the reagent lot in question. A complaint review for the affected lot and ticket trending for the assay did not represent an adverse trend or a non-statistical trend for the customer's issue for architect total beta-hcg reagent lot 09904jn00. A review of internal data demonstrated the lot in question is performing as expected and to date it can be reported that there have been no instances of discrepant results obtained. The labeling review performed concluded that there is sufficient guidelines and information surrounding the occurrence and probable causes of discrepant patient results. In conclusion, it has been determined that architect total beta-hcg reagent lot 09904jn00 is performing acceptably and is currently meeting its safety, effectiveness, and label claims. No product deficiency has been identified. Patient code: no consequences or impact to patient. Device code: false positive test result.